Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g4, g7, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The event cannot be confirmed. Device is used for treatment. A definitive root cause cannot be determined.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the pulsavac appeared that the battery had exploded. It is housed in sterile packaging inside the circulator bag, so nothing else was affected. No adverse events have been reported as a result of this malfunction.